Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll france's service department, during disassembly of the device to determine root cause, the technician observed damage consistant with mis-handling. Root cause could not be firmly established due to the observed damage. The device will be scrapped analysis of reports of this type has not identified an increase in trend.